Event description:
It was reported that the insulin gauge was inaccurate. There was no impact to the customer¿s blood glucose level. Reportedly, the customer reverted to manual injections for continued insulin therapy.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.